Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll eurographics had pump incompatibility. Commercial reference: (B)(4) lot number: 5287155 date of occurrence: 30/03/2026. Description of incident: it was reported that the nurse tried to inject medication into a central line using a 10ml syringe connected to an electric syringe pump. The syringe pump was quickly occluded. This is a recurring problem. No problem with 20ml syringes. Consequences: loss of time for the nurses and risk of infection due to increased handling on one approach. Action taken: change syringe to 20ml the device is not available for expert appraisal.